Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to b5, d4, d10 for information inadvertently left out of previous report. Correction to d9. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device was severed at the strain relief point with some discoloration and burning present on the end of the strain relief point. The dust cap was on the connection point but had come off the strain relief point. The broken side of the fiber body had signs of burning. The rest of the fiber body did not have any visual physical defects. The distal tip appeared unused and intact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this failure was likely due to the user handling of the device. It is likely the fiber was broken at the strain relief point and then energy escaped from the fiber resulted in the burning at the connector. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The related patient identifiers are as follows: (B)(6) for the soltive premium superpulsed laser system. (B)(6) for the 150 micron single use fiber.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus that the fiber exploded at the connector. The event occurred during initial activation. The therapeutic laser ureteroscopy was completed using a similar replacement device. There was a delay of less than 5 minutes to replace the subject device. No one was hurt due to this event.